Manufacturer narrative:
The insulin pump had no down arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the menu was not responsive and the numbers were ramping up and unable to get it to stop. The customer's blood glucose was 6.3 mmol/l at the time of incident. The insulin pump will be returned for analysis.